Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the ventilator showed air leakage and decreased tidal volume 30 minutes after intubation. A "hissing" sound could be heard near the patient's endotracheal tube and the cuff pressure gauge could not reach the target pressure of 25mmhg when the cuff was inflated. The air leakage disappeared after cuff was re-inflated, but air leaked again after 10 minutes and could not be improved after repeated attempts. The tube was replaced and no harm was caused to the patient. It was stated that when original tube was placed in water and inflated, air leakage could be seen.